Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the circuit breaks at one of the plastic connector pieces near the patient". Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.

Event description:
Customer complaint alleges "the circuit breaks at one of the plastic connector pieces near the patient". Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). A medwatch was received from the user facility (medwatch # listed on report is 310001-2018-0001). It was discovered that the complaint was already reported to the FDA on 04/17/2018 under MDR# 3004365956-2018-00115; thus this MDR is a duplicate.